Event description:
Complications during transseptal ep ablation. Actual ablating had been taking place in the left atrium for about 30 mins, intermittently. Ablation catheter lost access and was manipulated in the right atrium and then advanced back to the left atrium. Patient condition changed and a pericardial effusion was identified. Pericardiocentesis attempted unsuccessfully. Pericardial window was performed, patient later required transfer to surgical services for open heart surgery.